Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega needle driver instrument had a damaged cable at the tip. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical (is) contacted the site and obtained the following information: there were no issues related to opening/closing of the grips. It is unknown if there were any issues related to the left/right (yaw) motion of the grips or the up/down (pitch) motion of the wrist. One cable visibly protruded from the distal end of the instrument, but it is unknown if the cable controls the opening/closing of the jaws or the up/down motion of the wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulley location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.